Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the attempted implant of this device, high out of range shock impedance measurements of greater than 125 ohms were noted. Boston scientific technical services (ts) discussed several troubleshooting options, but none were able to resolve the issue. It was noted that shock impedances were normal with the previous device. Another device was implanted with the same lead and shock impedance measurements of greater than 125 ohms were observed once again; however, impedances did return to normal range with the newly implanted device. This attempted device was later returned for analysis. No adverse patient effects were reported.